Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown : product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver dilaudid (hydromorphone) and was previously used to deliver unknown morphine. It was reported that the patient had a problem with their communicator since they got the pump installed. The communicator stopped at 91% when searching for the pump and it took "forever" to find the pump. The reporter also stated that, when they went to go deliver a bolus, the controller would sit at 83% and then jump to 91%. Patient services walked the reporter through clearing data on the device. The issue was resolve through troubleshooting. The patient had 4 boluses per day. An email was sent to manufacturer representatives (rep). The patient requested that a rep call them. The patient was concerned about if the boluses were working and was also looking for a healthcare provider (hcp) in the area to assist with filling the pump. The patient was redirected to their doctor as well and was emailed physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.